Manufacturer narrative:
The device was received for evaluation attached to a mini cap. A visual inspection with the naked eye and magnification noted the female connector was separated from the main body of the transfer set twist clamp. There was evidence on the female connector indicating the insert chip was present. The reported condition was verified. The cause of the condition is related to inadequate solvent application during the manufacturing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the main body (light blue) of a transfer set. This issue occurred during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.